Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal (baclofen) 2000 mcg/ml (unknown dose) via an implantable pump for intractable spasticity. It was reported by the rep that they could not get the full 1-2 cc on the new pump. The rep stated they were only able to get bubbles. The rep was not confident in the amount and had him redirect the decision to the doctor.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the scrub technician was initially able to only pull 1-2ccs of saline/water out of the reservoir. She stopped trying to remove the saline with the 22 gauge needle for approximately 5 minutes and let the pump site on the stand for approximately 5 minutes and tried again. She was then able to empty the reservoir. The issue resolved. It was confirmed that the issue was with the pump. The new pump was implanted. The cause of the event was unknown. MDR decision corrected too not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.".

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.